Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated tampon was shredded looked as if I pulled apart a soft piece of cotton and which left small pieces. String was attached but only half of the tampon came with it. Consumer experienced rash, inflammation and fever.